Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm and was not able to primie. Customer's blood glucose was 6.2 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, partially broken off reservoir tube lip and missing end cap sticker. The insulin pump unable to prime during prime test due to loose/protruded drive support disk. No prime alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly.